Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead had perforated the patient in an unknown location. The lead was still successfully implanted. There were no additional adverse patient effects reported.